Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history eval was performed. The investigation of the complaint articles has shown that: the item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 2-sep-2014. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: one wire cutter, 220mm (part 391.93, lot a7fa31, manufacture date unknown) was returned with the complaint that the service and repair department documented the blade is broken at the tip of the wire cutter 220mm. Upon receipt of the device it was seen that the tips of the wire cutter are chipped and missing material from the very distal cutting edge. This complaint condition is confirmed. The drawing for this device was reviewed, the drawing for the stellite plate (cutting edge) was also reviewed. The cutting edge is manufactured from stellite, a material of cobalt-chromium alloys designed for wear resistance. It may also contain tungsten or molybdenum and a small amount of carbon. This wire cutter is purposed for cutting wires up to ø2.5mm. It is plausible that based on the condition of the returned device that the wire cutter was utilized to cut material outside of the intended k-wires or cables up to ø2.5mm. As the manufacturing date and the age of this device is unknown, the complaint may also be attributed to general wear and tear from regular use. This complaint condition was confirmed. The design of this device was found to be adequate for the intended use of this device, and the risk assessment appropriately covers the hazard associated with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the blade is broken at the tip of the wire cutter. The device did not malfunction during surgery while being used on patient. No other information was given. This is report 1 of 1 for (B)(4).